Manufacturer narrative:
A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an infusion set tape not sticking due to a pull on the string event on (B)(6) 2026. No further information available.